Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated severe explant damage. Electrical and visual inspection test results were passed using destructive analysis. No anomalies were found. Concomitant product: 4470 competitor lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed (B)(6). The right ventricular lead had a previous fracture. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.